Event description:
During the evaluation of the returned transfer set for a non-reportable issue, it was noted the occluder feet were broken on the set. Per the affiliate, there was no patient injury or medical intervention associated with this incident.